Event description:
Pt on ventilator. Pca repositioned pt and ventilator immediately malfunctioned and indicated safety valve open. Pt's pulse ox to 87%. Pt bagged. Respiratory therapy paged. Ventilator had to be taken out of service.